Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to implant the implant, the tip of the instrument fractured. There is no report of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information, there has been no additional information received at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 0001825034-2024-013591825034.

Event description:
No further event information available at the time of this report.